Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came into the clinic complaining of shortness of breath during the last week. It was also reported that the patient has a history of copd. The device was reprogrammed. There were no patient complications reported as a result of this event.